Event description:
Litigation alleges the patient suffers from inflammation, pain, discomfort, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. Update 11/11/2014: ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated dislocations. There was a lot of hetrotopic ossification noted around the cup that was causing the dislocations. A new poly liner and metal head were placed. There was no mention of increased metal ions during this revision as litigation alleged. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 11/11/2014 - ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated dislocations. There was a lot of hetrotopic ossification noted around the cup that was causing the dislocations. A new poly liner and metal head were placed. There was no mention of increased metal ions during this revision as litigation alleged. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.